Manufacturer narrative:
(B)(4).

Event description:
The customer's mother reported they received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.2 inr. Within ten minutes, the result from the laboratory using dade innovin reagent was 2.3 inr. The customer increased her coumadin and there was no adverse event. The customer was stable. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The therapeutic range was 2.5-3.5 inr. The meter was received for investigation and was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were measured. Donor inr: 4.6 inr and 2.1 inr . Donor hct: 44% and 52%. Donor 1: masterlot / customer meter and masterlot 4.6 inr/ 4.6 inr. Donor 2: masterlot / customer meter and masterlot 2.1 inr/ 2.1 inr. The obtained results were in the allowed range and no error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred, retention samples were acceptable and retention material performed as specified. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.